Event description:
A report was received that the patient was receiving inadequate stimulation due to high impedance. The physician replaced the leads. The patient is reportedly doing fine.

Event description:
A report was received that the patient was receiving inadequate stimulation due to high impedance. The physician replaced the leads. The patient is reportedly doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-30, serial # (B)(4). Description: st linear lead, 30cm with pre-loaded 0.014 inch stylet

Manufacturer narrative:
Sc-2218-30, s/n #(B)(4). Photographic imaging revealed that electrodes #7 & #8 at the distal end has a fractured cable right at the weld nugget. Review of the device history record revealed that the lead passed quality inspection and no anomalies were found during its production. The root cause of lead fracture is unknown. Sc-2218-30, s/n #(B)(4) the lead showed that the lead insulation was cut approximately 8 inches from distal tip. The cable that is connected to contact #8 is cut right at the damaged location. Electrical test confirmed that contact #8 is open due to this damage. It was reported that the lead was cut during the procedure.